Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for scale marking issue, package poor perforation with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd plastipak¿ 3ml syringe luer-lok¿ was found with volumetric inaccuracy as it was found to have no scale markings on the syringe. It was also reported, that the edge of the packaging was frayed, compromising sterile integrity. This was observed before use with no report of injury or medical intervention.